Event description:
An evoke spinal cord stimulation (scs) system (evoke system) was implanted on (B)(6) 2022. The cervical lead (evoke 12c percutaneous lead kit - 90cm) was covering the patient's right and left arm. However, the patient prefers to only feel paraesthesia in the right arm. Pre-operative impedance check revealed that one electrode was disconnected. Multiple stimulation configurations and pulse widths were unsuccessful. A lead revision was completed with a new lead.

Manufacturer narrative:
Correction: implant date provided in field d6a is the date that the evoke 12c percutaneous lead kit - 90cm was implanted. The lead was returned to saluda for analysis. The lead failed functional testing due to a disconnection. Functional testing indicated that the disconnection was at the distal end of the lead. Testing confirmed the issue was intermittent through manipulation of the lead. The cause of the disconnected electrode was not conclusively identified. The revision was performed because the patient desired a different positioning for different coverage. There was no allegation against the performance of the device that caused the revision. No device problem was found related to the revision. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
An evoke spinal cord stimulation (scs) system (evoke system) was implanted on (B)(6) 2022. The cervical lead (evoke 12c percutaneous lead kit - 90cm) was covering the patient's right and left arm. However, the patient prefers to only feel paraesthesia in the right arm. Pre-operative impedance check revealed that e3 was disconnected. Multiple stimulation configurations and pulse widths were unsuccessful. A lead revision was completed with a new lead.